Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 10 ml of fluid from the red blood cell (rbc) dispenser in the analyzer. The leak was contained. The leak was identified when the analyzer was powered on. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from a crack in the red blood cell (rbc) dispenser. The fse replaced the rbc dispenser resolving the leak. (B)(4).